Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The syringe plunger stuck. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed based on the returned lidstock kit and lot numbers. A DHR was performed on the lor syringe with no relevant findings. The customer reported the plunger was stuck inside the syringe and the syringe was leaking around the metal tip. The customer returned one glass 5ml lor syringe and lidstock. The reported kit number nm-05401 does not match the kit number on the returned lidstock which is (B)(4) (reference attached files (B)(4)). The returned syringe was visually examined with and without magnification. Visual examination of the returned syringe revealed that the syringe appears typical with no observed defects or anomalies. A functional inspection was performed by attempting to slide the syringe plunger inside the barrel. The syringe plunger will slide in and out of the barrel with little resistance met. The movement in the syringe barrel feels typical. The syringe was functionally tested per pip-191 plunger movement test. The neoprene sleeve was placed on the plunger to prevent breakage and the plunger was retracted. Other remarks: out of the barrel to the 5 ml marker. The plunger was then released. The plunger fell freely to the bottom of the syringe barrel. The test was repeated twice, rotating the plunger 90 and 180 degrees. The plunger was able to freely fall each time. There were no functional issues found. Functional testing was also performed on the returned lor syringe utilizing the lab leak tester ((B)(4)) per the parameters in (B)(4) - positive pressure leakage. Water was aspirated into the syringe to the 4-5 ml mark and the syringe was inverted to remove any air from the barrel. The metal tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10 psi for 10 seconds and no leaks were observed. A corrective action is not required at this time as there were no functional issues found with the returned lor syringe. The reported complaint of the syringe plunger stuck in the syringe barrel and the syringe was leaking could not be confirmed based on the sample received. The returned syringe performed typically and the syringe passed the plunger movement test per pip-191 as well as no leaks were observed during functional testing. There were no functional issues found with the returned syringe.

Event description:
The syringe plunger stuck. The patient's condition was reported as fine.